Event description:
Respiratory therapist (rt) received a call from the patient's wife stating that the ventilator was not working. She stated that the ventilator started alarming and there was no air coming from the ventilator. She put patient on a back-up ventilator. Patient's wife stated that patient was doing fine. I informed her that I would be out to exchange the unit. I arrived at patient's home and checked affected ventilator. The affected ventilator had a constant audible alarm with a red screen displaying "vent inop". I exchanged the ventilator and provided the patient with another trilogy 100 ventilator with the same ventilator settings. Patient was left resting on the trilogy 100 ventilator. New trilogy 100 became patient's back-up ventilator. I brought malfunctioned ventilator back to medequip warehouse and tagged unit with description of problem.